Event description:
It was reported that the patient's right knee was revised due to the medial condyle breaking off from the femoral component. As a result, damage to the liner was also noted. A cr femoral component and poly insert were revised to a ts knee (the baseplate was retained).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.